Event description:
Prior to advancement of the device the physician pre-dilated using a 10x4 balloon. The sheath was inserted (approximately 5 cm). The device was introduced but could only be advanced 10cm. The device was removed. The artery was reballooned and the physician attempted to advance the device. The device was advanced to the same point and could not advance any further. The physician decided to remove the device to repair the vessel. When the device was removed the right common femoral transected. The physician opened the pt and attempted to sew in a graft, but was unable to suture to the aorta. The pt expired the following morning.